Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is heavily worn with chips out of the material on one side of the articular surface. The clinical/ medical investigation concluded that, per the complaint details, 6 months following a fall, the patient reported knee pain. A revision surgery was performed due to a chipped poly insert. To date, the requested x-rays and surgical report shave not been provided. The patient's fall cannot be ruled out as a possible contributing factor. The patient impact beyond the reported revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The probable cause for this event is likely a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, the patient fell and started experiencing pain. It was discovered that legion cr high flex xlpe size 1-2 13mm was chipped so a revision surgery was performed to replace it. The patient outcome is unknown.